Manufacturer narrative:
No conclusion can be drawn as repair info was not reported at this time; a service call is anticipated. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported that there was a filament regulatory error, which requires the user to press any key to continue. This occurred during a procedure with pt involvement, therefore may have resulted in a possible aro (accidental radiation occurrence). There is no report of pt injury or death.